Event description:
It was reported that the patient's blood glucose level reached 400 mg/dl. The pod was worn between 25 and 36 hours on the leg. Hyperglycemia treated with correctional bolus.

Manufacturer narrative:
The received device was evaluated and found a kinked soft cannula. The kink did not prevent fluid from flowing trough the fluid path. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin or struggle to deliver insulin. It could not conclusively be determined when the damaged occurred and if the damage contributed to the reported symptom code. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.